Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that apparent oversensing in ventricular high rate episodes. The average ventricular lead impedance has a rising trend within normal range. The average ventricular threshold has a rising trend within the normal range.

Event description:
It was reported that during a device check, the right atrial (ra) lead exhibited possible noise and increased impedance and threshold. In addition, the ventricular lead exhibited oversensing at the p-wave, as well as increased impedance and threshold. The leads were reprogrammed to unipolar and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that no additional anomalies were found on the save to disk since (B)(6) 2014-. Since the polarity was programmed unipolar, the ventricular lead impedance and threshold stabilized and remain within a normal range.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.